Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and confirmed the reported malfunction. After reviewing the log, rse found that dc power supply in the b-rack was not powering up. Upon troubleshooting, onsite visit, fse found that there was incoming power but no outgoing voltages. To resolve the problem, fse replaced the dc power supply and return the part for further analysis and found dc power failed and fans were not running. After replacing pd scomp dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.